Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, the device was used to place clips on mesentery. The clips came out the branches and they "crossed". Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that instrument (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, and ejected 18 clips and fed and formed 2 conforming clips. No scissoring issues were noted during analysis. Finally, it locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # k90324, mfg date 01/17/2013, exp date 12/17/2017.

Manufacturer narrative:
(B)(4). Multiple requests for return of device have been made but no device has been returned.